Event description:
Patient reported, "I feel it kind've almost flicking me in the abdomen. It's like a tiny little tap on the inside. They did adjust it a little bit and it did help." Patient further mentioned, "I also had a lot of swelling because he had difficulty getting it implanted." Patient stated the procedure took 5 hours and that she has experienced some discomfort due to the implant and the swelling. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).